Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the orders had only appeared in the ER pyxis and not in the other pyxis stations. A technical support specialist had provided instructions on how to enable the preadmission settings for the station, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower orders had only appeared in the ER pyxis and not in the other pyxis stations. The customer stated that this malfunction had caused a delay in dispensing medication to patients. However, no adverse events or injuries were reported as a result of this incident.